Manufacturer narrative:
Retainer ring = black. Insulin pump received with cracked retainer, pillowing keypad overlay, cracked select button keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir/pcap lock properly inside the reservoir tube. Unit passed displacement test. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked at battery compartment and the middle button, there was a split on it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.